Manufacturer narrative:
The insulin pump had an intermittent up and down buttons response due to corroded keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the keypad on the insulin pump was not working. The buttons were not responding. Customer did not press the button for three minutes or longer. Customer discontinued use of the device and reverted to back up plan. Customer's blood glucose was 159 mg/dl. No further information reported.